Event description:
It is alleged a fire occurred in an apartment where a jet 2 powerchair was located. No injuries were reported.

Manufacturer narrative:
Pride retained an electrical engineer and certified fire investigator to inspect the fire scene and product. Evidence at the fire scene was not preserved by the landlord of the property. The powerchair had missing components that were disposed of by the property owner. Several other electrical appliances were in the area of origin. Due to the disposal and clean up of the fire scene, it is undetermined how the fire occurred. Also, several other electrical appliances were in the area of origin that could have caused the fire. There is no evidence that our product caused the fire.